Event description:
It was reported that the versajet ii console doesn't turn on. No procedure was being performed, no patient involved.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation. With no additional information, we cannot established a relationship between the reported event or determine a root cause on this occasion. Potential root causes include, damage, connection issues or a failed main circuit board. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains further instances of the reported event. However, this investigation is now complete with no further action deemed necessary at this stage.